Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the blue case, short black cover and the head restraints were damaged. The autopulse platform is a reusable device and was manufactured on 11/21/2006. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive log showed that on the date of the event, for over a 1 hour and 8 minute time period, user advisory (ua) 2 (compression tracking error), ua 17 (max motor on time exceeded), and ua 45 (shaft not at "home" position ) messages occurred. After the ua45 was cleared, ua17 and ua2 occurred again. The device was powered by battery s/n (B)(4) during this series of events. A total of (B)(4) compressions were delivered by the platform during this time. User advisory (ua) 17 (max motor on time exceeded) message was verified during initial testing of the autopulse platform. Further testing showed that the belt clip retainer was worn and sticking. In summary, the customer's reported complaint of autopulse displaying ua 17 was confirmed during archive review and functional testing. However, ua 2 (compression tracking error was not confirmed. Based on the investigation and archive review, the exact root cause cannot be determined.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by the staff to their biomed, that during patient use the autopulse platform (s/n (B)(4)) displayed an unspecified error code. The customer performed manual CPR, for an unspecified amount of time. No patient impact was reported. Hospital biomed confirmed user advisory (ua) 17 (max motor on time exceeded during active operation) and ua 2 (compression tracking error) error codes when tested on a manikin. The exact date of the reported event was not provided, only that the customer had been having performance issues for several months with their autopulse. No additional information provided.